Event description:
Olympus medical systems corp (omsc) was informed that the generator had error messages when the dr activated the device first time. While the dr checked it, the probe broke. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. There was no scratch on the broken point. The shape of the fracture was partially a rough surface that showed that the fracture developed by physical stress. The mfg history was reviewed, with no irregularities noted. Based on the eval and past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisting a hard tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked and the probe damage error displayed. The physician withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.